Event description:
During an in clinic follow up, the device was unable to be interrogated with inductive telemetry and was found to be in back up mode. Technical support was contacted and found the back up mode was due to event queue overflow. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.